Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that an echocardiogram noted a suspicious pump inflow conduit thrombosis. Log files were submitted. The patient was discharged without any additional action. A review of the log file noted no unusual events in the log file. Technical support noted that the thrombus may not have been sufficiently large to effect the pump parameters at the time the log files were pulled. The suspected inflow conduit thrombosis was not confirmed. The echocardiogram was taken at another hospital. The other hospital did not share with the following or the implanting hospitals. The account was unable to move forward with their investigation or support until the patient or other hospital shared information. It was reported that the patient was clinically stable. The patient underwent another assessment to the initial implanting center. It was confirmed that there were no signs of thrombus or thrombus formation within the pump conduits or heart chambers. No change to patient medication was reported. The patient was asymptomatic and hemodynamically stable with no alarms. No change to the patient¿s treatment plan was reported. The patient was stable and discharged home after follow-up visit.

Manufacturer narrative:
Manufacturer's investigation conclusion: although inflow conduit thrombus was initially suspected, it was ultimately reported that there were no signs of thrombus or thrombus formation within the pump conduits or heart chambers during a second assessment. Analysis of the submitted log files did not reveal any events or trends in pump parameters indicative of device thrombosis. The log file appeared to show the system operating as intended. It was reported that an echocardiogram revealed suspicion of pump inflow conduit thrombosis during a heart transplant workup. The patient had a second assessment at the implanting center and it was confirmed that there was no sign of thrombus or thrombus formation within the pump conduits or heart chambers. No change to the patient's medication or pump parameters were reported. The patient had no symptoms and is hemodynamically stable without any alarms. No change to the patient¿s treatment plan was reported. The patient is stable and discharged at home. Incidental findings: an incidental finding of a pump startup/reset was observed within the submitted lvad event log file, suggesting a pump stop. A specific root cause for the pump startup/reset could not be conclusively determined based on the recorded data. The device appeared to operate as intended. The patient remains ongoing on ventricular assist device (vad) support and no related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 25jan2018. The current heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) is currently available. The system monitor section describes the pump flow display (4-12 through 4-14) and the hazard alarms (4-18 and 4-26). This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The patient care and management section warns about static electricity and explains how it should be avoided. The static electric discharge section explains that strong static discharges should be avoided. The alarms and troubleshooting section provides information regarding system alarms and steps to resolve them. Additionally, the safety testing and classification tables in section b of this IFU include electrostatic discharge information. Section 2, ¿system operations¿, explains that at least one system controller power cable must be connected to a power source (power module or two heartmate 14 volt lithium-ion batteries) at all times. Section 2, under "system controller warnings and cautions", states "check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation." Additionally, section 2 of the IFU, under "connecting the driveline to the system controller", provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. Section 2 also states that the 11 volt lithium-ion backup battery should be used only for temporary support during a power-loss emergency. The 11 volt lithium-ion backup battery inside the heartmate 3 system controller provides enough power to run the implanted heartmate 3 pump for at least 15 minutes if the main power source (either the power module, mobile power unit, or two heartmate 14 volt lithium-ion batteries) is disconnected or fails. Inappropriate use of the 11 volt lithium-ion backup battery may result in diminished run time during a power-loss emergency. Additionally, every heartmate 14 volt lithium-ion battery also has its own on-battery gauge. It shows the power level for that battery. 4 green bars = 75¿100% of battery power remains. 3 green bars = 50¿75% of battery power remains. 2 green bars = 25¿50% of battery power remains. 1 green bar = less than 25% of battery power remains. Section 3 ¿powering the system¿ (under ¿using heartmate 14 volt lithium-ion batteries¿) explains how to replace depleted batteries with charged batteries. Section 3 (under ¿switching power sources¿) also explains how to switch from battery power to the power module and mpu. The IFU explicitly states, "a patient should sleep or plan to sleep only when connected to the power module. If a patient falls asleep during battery-powered operation, the low battery alarms may not awaken the patient before battery depletion." The section ¿preparing for sleep¿ contains specific instructions regarding sleeping with the device. Although the account ultimately reported that there were no signs of thrombus, the hm 3 lvas IFU lists pump thrombosis as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU lists thromboembolism as potential late postimplant complications and provides information regarding anticoagulation, including the recommended inr values. Additionally, this document explains that the heartmate 3 lvas is contraindicated for patients who cannot tolerate, or who are allergic to, anticoagulation therapy. The heartmate 3 patient handbook, rev. G, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 1 warns not to touch the television or computer screen, and not to vacuum or engage in activities that create static electricity. This section also explains that a strong electric shock can damage electrical parts of the system and cause the pump to stop. Additionally, the safety testing and classification tables in section 9 include electrostatic discharge. This document advises the user to check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. The ¿how your heart pump works¿ section indicates that the power module should be used for power while the user is indoors relaxing-and always when sleeping (or when sleep is likely). The user must connect to the power module when sleeping; otherwise, the alarms may not be heard. The patient handbook contains a section titled ¿sleeping¿ under ¿living with the heartmate ii.¿ this section contains detailed instructions on how to properly prepare for and sleep with the device, as well as a pre-sleep safety checklist. The ¿how your heart pump works¿ section also advises the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation¿. The patient handbook also explains that the pump cannot run without power. Section 3 ¿powering the system¿ details how to check a battery's charge level, how to replace low batteries with fully-charged batteries, and how to switch power sources. Two, new, fully charged li-ion batteries provide 17 hours of support. Batteries last for less time if the user is active or emotionally stressed. Section 5 ¿alarms and troubleshooting¿ details all system controller alarms and how to resolve them, including the low battery advisory and low battery hazard. No further information was provided. The manufacturer is closing the file on this event.